Event description:
It was reported that patient was used to recharging every day because he was on very high parameters, but in the last three days every time he went to recharge the battery it wasn't depleted. He only saw the full battery symbol on recharger. The patient had experienced great therapy control, but experienced a seizure during this time frame. It was noted that no "call your doctor" symbol had been seen on the recharger. It was determined that the patient's neurostimulator was actually turned off. It was unknown how the device became turned off, though it was noted that the patient did just receive hearing aids in the last two days.

Event description:
Additional information indicated that the patient had turned off the device in error, it had nothing to do with receiving hearing aids and the incident had not repeated itself, the device had been able to be turned on without incident. The patient was reported to be in a study and was seen once a month. The patient was doing well and getting effective therapy as of last appointment. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Lead, model 3387-40, lot# j0417731v, implanted: (B)(6) 2004, explanted: na. Lead, model 3387-40, lot# j0417731v, implanted: (B)(6) 2004, explanted: na. Extension, model 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Extension, model 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: na.